Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Manufacturer narrative:
Analysis is currently ongoing. Once analysis is complete this event will be updated and resubmitted.

Event description:
--

Event description:
Boston scientific received this implantable defibrillator at the post-market quality assurance laboratory. A review of device memory revealed this device declared the battery status elective replacement indictors (eri) while implanted. This device failed the labeled longevity calculation. No adverse patient effects reported with the return of this device.